Event description:
The patient was implanted with two percutaneous leads (from the same lot) as part of her scs trial system. It was reported the patient felt a painful shocking sensation when using one of her programs and the other programs were not providing effective stimulation. It was reported the patient went to the emergency room due to the issue. The patient was advised to keep the system off, it caused discomfort. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.